Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that no issues were reported during priming. There was no indication for crack other than the visual inspection. No other tools were used to apply or remove the zip ties or tubing.

Event description:
It was reported that a potential crack was noted in the inlet part of the centrimag pump that occurred on (B)(6) 2025. The patient was placed on centrimag support and immediately noticed air in the circuit/oxy. They originally thought it was the pigtails on the circuit. They exchanged those and problem persisted. The staff then inspected the circuit and noticed a crack in the inlet part of the pump. During investigation with the patient's nurse, the circuit was pre-primed, and they stated that the crack was noticed under the zip tie. The zip ties had been removed; pump and tubing were placed/preserved in a biohazard bag for return. All blood flushed from circuit. Air was entrapped in the nautilus oxy. Full circuit was changed out to cardiohelp by the staff. No damage was noted prior to support initiated. There was no patient adverse event due to the air in the circuit. The patient remained stable. The returned centrimag pump, was visually and microscopically examined, and no cracks were identified. The pump was functionally tested on a mock circulatory loop with a test motor and equipment. During this testing, the pump functioned as intended in accordance with manufacturing specification, and no leaks were identified. The pump was also connected to a closed loop with air and submerged in a water bath. The air loop was pressurized, and no bubbles were observed from the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned centrimag pump found that there were no device issues that could have caused or contributed to the reported air within the circuit. No leaks or cracks were identified through this evaluation, and a specific cause for the reported events could not be conclusively determined. The customer reported a potential crack in the inlet port of a centrimag pump. A patient was placed on centrimag support, and the customer noticed air in the circuit/oxygenator immediately. Circuit pigtails were exchanged but the problem persisted. The customer then reportedly noticed a crack in the inlet port of the centrimag pump. A full circuit change out was performed to a cardiohelp extracorporeal membrane (ECMO) system. The customer later investigated the pump and reported that the crack was under the zip tie on the inlet port. The customer reported that no damage was noted prior to support initiation and there were no issues during priming. It was reported that the patient was stable and without adverse event. The centrimag blood pump, lot number l08161-la3, was returned connected to a small, closed loop of tubing sections. No depositions or thrombus formations were found within the pump or tubing. Zip ties were not present on the tubing sections connected to the inlet and outlet ports, which was consistent with the report that the zip ties had been removed. The inlet and outlet ports showed no evidence of cracking or other damage. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, the pump was examined under a microscope. No evidence of damage was discovered that would have caused or contributed to the reported air entrapment. The impeller blades appeared normal and without damage. Incidental findings revealed non-fit of the centrimag pump in the motor with fit-relevant pump dimensions out of specification and evidence of an issue assembling the pump into the motor. The pump was connected to a closed loop with air and submerged in water. The closed loop was pressurized, and no bubbles were observed from the pump. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. No leaks were detected from the system. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #2: ensure that the pump and circuit have been debubbled and primed properly prior to use to minimize the risk of air entry to the patient. IFU warning #3: massive air entry into the pump will cause the pump to deprime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #14: do not operate the pump with its inlet tubing clamped as a negative pressure will be generated in the pump and air bubbles may be formed in the priming fluid or blood. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #20: monitor the pump and tubing for air because the pump, similar to other centrifugal pumps, will pump air immediately. Clamp the pump outlet tubing if air enters the pump as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the pump, halting blood flow. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #4: the pump is provided sterile in an unopened and undamaged unit package. Inspect the device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿pump setup and operation¿ also provides instructions for inserting the cannula and de-airing the system. This section warns ¿do not over tighten sutures when securing cannulae to tissues and vessels. Over tightened sutures may result in obstruction and interruption of blood flow through the cannulae. Suturing used to secure cannula must be made with sufficient tension to hold the cannula in place over the full range of patient activity. Failure to effectively secure cannulae in place poses risk of decannulation, bleeding, or air embolus.¿ this section also warns ¿if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump, repeating the above steps to prime.¿ the section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. Review of the device history record (DHR) for the centrimag blood pump, lot number l08161-la3, revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.